Manufacturer narrative:
A review of the advanced log review type for the vessel sealer extend (vse) instrument associated with this event has been performed. The following additional information was provided: the vse instrument was used for 183 seal events, out of which 158 had seal completed successfully, and 2 had high impedance indicating that the user likely tried to seal too much tissue between the jaws. The instrument was used for about 85 minutes. Logs did not show any relevant errors.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument experienced insufficient sealing throughout the procedure. The vse was not able to reseal the inferior artery as expected. The surgeon burns and seals the tissue once, then moves slightly away from the initial seal to seal again, then moves further away to seal a third time, and then seals and cuts the tissue. The bleeding was controlled, and the procedure was completed robotically.